Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad of the subject device was severely worn. The probe was cracked at 13 mm from the distal end. There were scratches around the crack. The non-insulated area of grasping section had contact marks with the probe tip. The manufacturing record was reviewed with no irregularities noted. These types of the tissue pad and the probe damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). It was known that seal & cut short circuit error, contact marks of the grasping section and scratches of the probe occurred when the user kept activating output in the situation where the probe and the non-insulated area of grasping section became contacted due to the worn tissue pad of the device. It was known that the probe was cracked when the user grasped the tissue or activated output in seal & cut mode with the probe scratches. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. In the procedure, the tissue pad of the subject device was worn and seal & cut short circuit error occurred frequently. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result of the evaluation, omsc confirmed that the tissue pad was severely worn on (B)(6) 2017.